Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was done which observed the rubber stopper from the injection site was missing. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container appeared damaged. The event was further reported as ¿the rubber stopper, from the injection port,¿ fell ¿off halfway through filling¿. There was no patient involvement. No additional information is available.